Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting an aneurysm on the left middle cerebral artery, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 10094822) was impeded in the proximal end of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31718185) and could not be retracted. The physician removed the stent and the microcatheter from the patient. The physician replaced the stent with another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300) and replaced the microcatheter to complete the procedure. It was reported that after the procedure, the physician increased force to remove the delivery wire. The stent component became detached from the delivery wire after it was out of the microcatheter. There was no report of any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31718185) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.